Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 2 months after the dental implant and abutment was placed in ada site 10, the implant lost osseointegration. Clinician reports pain and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 2 months after the dental implant and abutment was placed in ada site 10, the implant lost osseointegration. Clinician reports pain and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.